Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the reported event (blackout due to poor contact) could not be identified, as it was not reproduced during the device evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The evaluation found the scope socket was dirty and the locker of the scope socket didn't work. The video connector had poor appearance and there was video connector socket failure. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the connector lock of video system center was broken, resulting in poor contact with the endoscope. The poor contact showed that blackout image occurred as stated by field service engineer. The patient was not under anesthesia. There was no delay or report of patient harm associated with the event.